Manufacturer narrative:
According to the information received, the case is linked to a trigeminal neuralgia. Nerve compressions are rare but known adverse reactions following hyaluronic acid-based dermal filler injections. Indeed, cases of inadvertent nerve damage following dermal filler procedures have been reported in the literature. Several causes have been hypothesized: direct nerve damage by the needle during injection, injection of filler into the nerve, or tissue compression (by the product or by tissue swelling following the procedure). In turn, this can induce pain and other complications, such as a transient loss of sensitivity in the affected areas. A quick treatment with hyaluronidase sessions leads to a quick resolution without sequelae. Additionally, the recommendation to not inject close to a nerve and avoid damaging a nerve is mentioned in the instructions for use of this product.

Event description:
This case occured outside of the USA in australia. On 12-feb-2025, the australia subsidiary notified us of an adverse event. According to the information received, a patient was injected on (B)(6) 2024 with 1 ml of rha 3 in jowl and in marionette lines with a cannula (steriglide 0.50x38mm/25g) using the fanning technique. Approximately 3 weeks after the injection the patient experienced severe pain starting from lateral cheek to all the mid-face on the right side and several months later a severe trigeminal neuralgia was diagnosed by a neurologist. Considering the severity of the event and the diagnosis, the case was assessed as reportable. On (B)(6) 2025, a medical assistance was provided and differential etiologies of the reaction were explained. The medical expert confirmed a possible contribution of ha filler injections to trigeminal neuralgia-like symptoms weeks later through several potential mechanisms. According to the information received on 05-mar-2025, the injector never answered to the medical expert, neither the subsidiary and no more information was retrieved. Therefore the case was closed as this.